Event description:
The report received from the database indicated that a cypher select plus 3.0 x 33 mm stent was implanted during the index procedure in the proximal left anterior descending (lad) target lesion without any reported product malfunction or adverse event (ae). Post-procedure the patient developed chest pain and st-elevation in the anteroseptal leads. The patient was diagnosed with an acute myocardial infarction (ami), anterior wall and q-wave. Emergency coronary angiography was done and revealed thrombus in the previously implanted stent distally. The thrombosis was treated by implantation of an additional cypher select plus 3.0 x 18 mm stent. The events of mi and stent thrombosis were reported to have a probable relationship the study device and an unlikely relationship to the study procedure. The event severity was severe and was a serious ae (sae). The event outcome was complete and the event was reported to have been resolved without sequel. The patient was discharged four (4) days after the index procedure.

Manufacturer narrative:
The patient was included in the study and was found to have one-vessel (1) disease and had one (1) lesion treated during the index procedure. There was no planned staged procedure. The indication for the index procedure was stable angina. The target lesion was the proximal lad. The lesion was reported to be: de novo, 3.0 mm vessel diameter, 33 mm in length, not a bifurcation/total occlusion or ostial lesion, and type c. The lesion was pre-dilated with a 2.5 x 15 mm balloon at eight (8) atm. A cypher select plus 3.0 x 33 mm stent was implanted at 14 atm. The stent was not post-dilated. A satisfactory result was obtained. Please note that device is distributed outside the united states; however, it is similar to the united states product. The product is not available for evaluation and testing. A report was received from the study indicating a cypher stent was associated with acute thrombosis. The event involved a 53-year-old male with a history of obesity and past smoking. This patient's history places him at increased risk of mace. The indication for admission to hospital was stable angina. A coronary arteriogram revealed a 33mm, de novo, type c lesion in the proximal left anterior descending artery. According to the IFU, cypher select plus is indicated for use in discrete lesions equal to or less than 30mm in length. The lesion was pre-dilated and implanted with a 3.00 x 33mm cypher select plus stent at 14 atm without post-dilation. Pre-procedural medications included asa while intra-procedural medications were asa, plavix and heparin. Post-procedural medications included asa and plavix. Gpiib/iiia inhibitors were not given and act values were not measured. The patient experienced chest pain the same day as the index procedure and was diagnosed with an anteroseptal wall myocardial infarction. Repeat coronary angiography revealed acute thrombosis of the previously implanted cypher stent. This was treated by implantation of a 3.00 x 18mm cypher select plus stent within the first cypher stent. No other information was provided regarding this event. The involved cypher stent remains implanted in the patient thus not available for evaluation. A device history record review revealed the involved sterile lot met quality requirements for product acceptance. Thrombosis is a known potential adverse event following stent implantation. Based upon the information provided it is not possible to conclusively determine the cause of the event; however, there are patient and lesion factors that may have contributed to it. Please note that this is the initial/final report for this product.